Manufacturer narrative:
Additional information was received: on pod-14 a pseudoaneurysm was found at annulus; but the physician believed it had occurred during the tavr procedure. The exact cause of the pseudoaneurysm has not been determined; however, they think it may have been caused by either the post dilation of the 1st valve or the valve in valve procedure. The pseudoaneurysm was clotted/thrombosed. No treatment was performed, and the patient was monitored.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator.the thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment.in this case, the cause of the too ventricular position of the valve was likely related to patient factors (e.g. Minimally calcified aortic valve with a 20.6 diameter). There is a possibility that inflation speed contributed to the malposition as well. There was no allegation or indication of a device malfunction.the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, in a transfemoral tavr procedure the post deployment position of the 23mm sapien xt valve was too ventricular and a 2nd xt valve was implanted. The aortic annulus diameter measured 20.6mm by tte with mild valve calcification. The valve was positioned 50:50 aortic/ventricular (a/v) across the native annulus and was deployed with nominal volume, but it landed 10:90 a/v. Post dilation was performed with an additional 1.5ml of contrast agent added to the balloon. The images showed mild paravalvular leak (pvl). The native aortic valve leaflets were stored in the sinus of valsalva (sov). The team thought that there was risk of valve embolization into the left ventricle due to the mild annular calcification degree. Therefore, a valve in valve was performed and a 2nd 23mm sapien xt valve was implanted with nominal volume in a more aortic position than the 1st sapien xt. The patient left the operation room in the stable condition. The physician explained that due to the mild annular calcification, it was not possible to identify an aortic annulus. A pigtail catheter was placed in the right coronary cusp to be used as the landmark, but it might not have been placed appropriately. During the xt valve deployment, inflation speed of the latter part was a little quick, but there may have been the same result if the inflation was done slower.